Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and a portion was not returned. The device was tested with a generator and all buttons were functional. There were no anomalies or alert screens noted with the functionality of the device. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.

Event description:
It was reported by the sales rep that during a lap cholecystectomy, the tissue pad on a disposable detached from the disposable. The pad fell into the patient, but was retrieved by the surgeon. The procedure was completed using another disposable and there were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: in viewing the photograph, it looks like a pad burn through. The images that show the pad sticking out perpendicular to the clamp arm with the other side still attached could be that the tissue pad has split, causing the one side to stick out. Pad burn through can be caused by continuing to activate the blade against the tissue pad after the tissue is transected. Once the split occurs, subsequent activations could potentially cause the pad to be cut into smaller pieces.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.